Event description:
Dislodged sure cuff was found. The exact date when the catheter was placed is unk. However, the indwelling period is more than a year. The pt had been experiencing repeating infection and the doctor suspects this repeating infection was related to the sure cuff dislodgment. Dislodged sure cuff part will be removed at a later date.

Manufacturer narrative:
According to the notes in this file, "dislodged sure cuff was found". The complaint of a detached surecuff is confirmed; however, determination of the mechanism of damage is undetermined. A comprehensive inspection of the heat sleeve revealed strands of the dacron material adhering to the heat sleeve. According to the notes contained in this file the complaint sample had been in place for unk amount of time prior to the complaint incident. A chr is not possible, as no mfg lot number info has been provided by the complaint.